Manufacturer narrative:
Concomitant medical products: product ID: 97754, lot# serial#(B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was poor coupling with recharging. The implantable neurostimulator (ins) was also tilted and too deep. It was noted that the patient's weight had changed since implant. The patient's weight was up 100 pounds but was now 60 pounds greater than at implant. The rep was going to discuss a possible pocket revision with the healthcare provider (hcp). Event date: 2015.

Event description:
There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient's indications for use included complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
Product ID 97754 (B)(4) product type recharger product ID 3778-75 (B)(4) implanted: (B)(6)2014 product type lead e1. Patient address updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted conclusion code no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was a revision. The patient stated that the battery had flipped in the past and that they had a surgery done to either replace it or to flip it back. The revision occurred in early spring of 2017. No further complications were anticipated/reported.